Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint was confirmed; the "system error, revert to manual CPR" (error code 132) was observed during power up of the platform. The error was able to be cleared and the unit was powered on and off three times with no problems after the fault cleared. The platform was run for 15 minutes after the fault was cleared with no problems during compressions. The archive data showed that the error did not occur on the reported event of (B)(6) 2013, however, multiple error code 132 faults were found in the archive, with the latest error occurring on (B)(6) 2013. A cause for the observed error code 132 could not be determined based on the investigation results. During testing, the reported solid line through the middle of display was not confirmed; no issues were observed with the display pixels and the backlight.

Event description:
Complainant alleged that during a demonstration to the public using a mannequin, the autopulse resuscitation system stopped working. The platform displayed a solid line through the middle of the display and then exhibited a "system error- revert to manual CPR" message. Customer turned the unit off and then back on, however, there was no change in the unit's condition. There was no report of any patient involvement and no additional details were provided.